Event description:
The event is reported as: the user facility alleges that the endotracheal tube kinked during use and obstructing the airway of the patient. No report of a patient injury or intervention.